Manufacturer narrative:
The information provided with initial report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
The customer¿s wife reported via phone call that her husband required the services of emergency medical services due to a low blood glucose level of 47 mg/dl on (B)(6) 2020. Treatment was with food. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. It is unknown if auto mode was active at the time of the event. Troubleshooting for low blood glucose was provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to low blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 47 mg/dl at the time of hospitalization. Customer was took to emergency medical services and treated with some food. The customer¿s last blood glucose reading was 190 mg/dl. It was unknown that auto mode feather was active or not. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer reported that they had abdominal pain symptoms. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.